Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 67 mg/dl (compact plus) and 118 mg/dl (aviva). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). Unable to test because an empty vial was returned.

Manufacturer narrative:
This medwatch is for the compact plus system. Reference medwatch with (B)(6) for the aviva system.